Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. No moisture damage found inside the pump. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
Customer reported that the buttons on the insulin pump were not responding while trying to deliver a bolus. Customer was outside and she was sweaty. Blood glucose value is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.